Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg programmer displayed the end of life warning. Subsequently, the patient planned to consult with his physician to have the ipg replaced.

Event description:
Follow up information received identified the patient had the scs ipg replaced with a different model ipg.